Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms on (B)(6) 2017 triggered by the battey with relative state of charge below 10%. As a result, the reported critical battery alarm event was confirmed; however the alarms did not occur when battery capacity was greater than 10% as reported. The most likely root cause of the critical battery alarms can be attributed to the battery depleting below 10%. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery emitted critical battery alarms when the battery capacity was greater than ten percent (10%). The battery remains in use. No patient complications have been reported as a result of this event.